Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, an unspecified channel of the device was programmed to deliver normal saline and the delivery was started. No specific programming parameters were provided. At an unspecified time, the device was programmed for piggyback delivery, of an unspecified concentration of septra, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the device was delivering from the primary container instead of from piggyback container. The customer contact reported the device was reprogrammed to deliver the piggyback medication and the device again delivered from the primary container instead of from the piggyback container. The customer contact reported that after the device was reprogrammed for a third time, the nurse opened the vent on the secondary tubing set and the device reportedly delivered as programmed from the piggyback container. The device was removed from clinical service. Therapy was resumed using a replacement device and tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.